Event description:
The event is from the study. The pt had a myocardial infarction and confirmed stent thrombosis post-procedure. The pt was a female with a history of hypertension, hyperlipidemia, smoking, and myocardial infarction (mi). A staged procedure was planned at the time of the index procedure because of time or logistics. The indication for the procedure was a previous q-wave mi. Baseline heart rate was 120/min. Blood pressure was 140/80. Lvef was >50%. The target vessel was the proximal left anterior descending artery. A cypher was deployed. There are no vessel characteristics or info regarding stent deployment. Post-procedure, peak ck-mb was >=5 times above the upper normal level (unl). The pt had chest pain and ECG (st segment changes) showed an acute mi post-procedure. The mi was non q-wave and anterior. An angiogram was done and showed a total occlusion with a thrombus proximal to the stent. The vessel was reopened with a .0014 guidewire and another cypher stent was implanted. The pt was discharged a month and 15 days after the index procedure. The pt was followed up a month after discharged and was asymptomatic.

Manufacturer narrative:
This product is distributed outside the united states, however, it is similar to the us distributed drug-eluting stents. Add'l info will be submitted within 30 days of receipt.